Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked. Review of the event history log showed and occurrence of "check clutch plunger lever." Functional testing involved occlusion testing and "check clutch plunger lever" occurred during testing. The investigation determined that the cause of the reported issue was a missing screw and nut on the carriage plate due to incorrect assembly by the customer. The carriage plate was reassembled.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited plunger sensor failure. It was also reported that the plunger was replaced, device was recalibrated, but the failure still occurred. No adverse effects were reported.